Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a synchromed ii and thought they were getting an alarm. The patient was wondering if there was a way to check this or if something else is wrong with the patient's personal therapy manager, ptm. No symptoms were reported. Additional information was received from a healthcare professional (hcp). The date of the event was (B)(6) 2018. The patient thought he had more time before his refill which is why the pump was not filled prior to the low/empty reservoir alarm. The patient was due for a refill. The hcp aspirated 5 ml of drug from the pump which explains why the patient was not having any symptoms. The pump was going to be refilled (B)(6) 2018. The pump was delivering hydromorphone 0.2 mg/ml bupivacaine 4.5 mg/ml.